Event description:
It was reported that there were concerns of this pacemaker was depleting faster than expected as the device showed more than three months of battery remaining in december and two weeks later elective replacement indicator (eri) was reached. In addition, a sudden high within range impedance measurement was noted on the right atrial (ra) channel. Technical services (ts) was consulted, and it was determined that the eri was appropriate as it appeared in august. A minute ventilation (mv) signal was also noted, with inappropriate atrial tachy response (atr) episodes stored due to noise oversensing. Further monitoring was recommended. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that there were concerns of this pacemaker was depleting faster than expected as the device showed more than three months of battery remaining in december and two weeks later elective replacement indicator (eri) was reached. In addition, a sudden high within range impedance measurement was noted on the right atrial (ra) channel. Technical services (ts) was consulted, and it was determined that the eri was appropriate as it appeared in august. A minute ventilation (mv) signal was also noted, with inappropriate atrial tachy response (atr) episodes stored due to noise oversensing. Further monitoring was recommended. No adverse patient effects were reported. This pacemaker remains in service.